Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (medical device problem code and investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
(B)(6), a cicu rn, called for assistance with autofill failure and prolonged time in standby alarms on a cardiosave during use, no patient harm or injury was reported. (B)(6) stated she suddenly received an autofill failure alarm and was unable to restart therapy. She denied any signs of blood in the helium tubing or visible kinks, bends, or restrictions. She stated the pump had been in standby for 10 minutes. Esp team had (B)(6) attempt an iab fill by pressing the iab fill key and start therapy which was unsuccessful. Troubleshooting determined the iab was an axillary balloon (axillary disclaimer provided) placed on (B)(6) of this year. The patient had repositioned their arm just prior to the alarm sounding. Esp team had (B)(6) inspect the catheter more closely, specifically around the introducer site. She was able to visualize a possible bend in the catheter just passed the universal sheath seal. The attending was present for the call, and esp team reminded the bedside team of the need to remove/exchange the balloon within 30 minutes. (B)(6) ended the call to prioritize patient care. Later, (B)(6) informed the ccl had discarded the balloon catheter.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b5, b4, e1, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5. No decon or visual inspection performed since product was not returned and could not be evaluated. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure of a bend in the catheter that caused the restriction and resulted in the autofill alarm. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow nonconforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 50cc intra-aortic balloon pump (iabp). The nurse called for assistance with autofill failure and prolonged time in standby alarms. The reporter stated she suddenly received an autofill failure alarm and was unable to restart therapy. No harm or injury to the patient was reported.